Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered, is based on the customers report of "happened in february". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc blood glucose meter would not "register" blood sugar after the blood sample was applied. Customer further reported that on an unspecified evening in february, she experienced migraines, feeling dizzy, and felt her "body is weird". Customer did not self-treat and was seen at a hospital where she was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. Visual inspection was performed on the meter and no issues were observed. Meter was investigated using both returned test strips and retained test strips. During control solution testing the results were satisfactory while using the returned meter and returned/retained test strips and unsatisfactory while using the returned meter and returned/retained test strips. Further investigation was performed on the meter and a raised port pin was observed. The complaint is not confirmed to use. (PMA 510k#) was incorrectly documented in the initial MDR 30 day report. PMA 510k# has been updated.

Event description:
Customer reported her adc blood glucose meter would not "register" blood sugar after the blood sample was applied. Customer further reported that on an unspecified evening in (B)(6), she experienced migraines, feeling dizzy, and felt her "body is weird". Customer did not self-treat and was seen at a hospital where she was diagnosed with hyperglycemia and treated with insulin via intravenous infusion. There was no report of death or permanent injury associated with this event.